Event description:
It was reported that, post implant, the right atrial (ra) lead experienced high, undefined impedance in bipolar. The device switched to unipolar pacing. The lead remains in use and was left in unipolar. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2013. (B)(4).